Event description:
It was reported that "putting screw into shell, tip of screwdriver broke off into the screw. Remained in pt, screw was slightly proud, but was able to seat the liner".

Manufacturer narrative:
Device is not available for eval. No eval will be performed. Additional info has been requested and if received will be provided on a supplemental report.